Event description:
Device report from synthes reports an event in the USA as follows: it was reported this morning, (B)(6) performed revision surgery on a tibial nail advanced, removing a 66mm 5.0 locking screw (04.045.066) that has backed out of the nail, close to breaking through skin. The screw was removed from the anterior tubercle hole proximally. No additional steps were performed once screw was removed. The tna was first implanted 6 weeks ago. There were no reports of injuries, medical intervention or prolonged hospitalization. This report is for one (1) locking screw for im nail 5/ 66/ xl25. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc, hsb. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.